Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). In the absence of reported part and lot numbers, UDI cannot be calculated. There was no reported device malfunction and the product was not returned. It was reported that the procedure was to treat a right internal carotid artery. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, instructions for use states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on or about (B)(6) 2014, angioplasty and stenting of a severe stenosis of the right internal carotid artery were performed. During the procedure, non-abbott stents and trek balloon catheter was used. Reportedly during the process, the stent was improperly released and lost in the patient due to a balloon malfunction or error and a dissection occurred. The patient sustained massive injuries and a stroke, with paralysis as a result. No additional information was provided.